Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -6.0/1.5/024 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to overcorrection and discomfort in looking close. The exchange resolved the problem. In the reporters opinion the cause of the event was unknown.